Event description:
Device shooting straight shots and candy canes. Happened during procedure--needed to remove incomplete q's/straight shots from patient--one straight shot punctured surgeon's finger.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted upon completion of evaluation.